Event description:
It was reported by the customer that a pyxis anesthesia es system's drawer locked up for the provider during multiple procedures. The customer added that the provider had to restart the machine to unlock the drawer. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the storage space not unlocking upon signed in. The med application was updated and rebooted to resolve as per related case (B)(4). The system was functional as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-mar-2022 to 18- mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was locked up for the provider during multiple procedures. A technical support specialist installing hotfix software in med application and rebooted to resolve the issue under the case (B)(4). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system's drawer locked up for the provider during multiple procedures. The customer added that the provider had to restart the machine to unlock the drawer. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.